Event description:
On 02-july-2018, another sample from the same patient (sample ID (B)(6)) was run for free light chains (flc), type lambda (flc lambda), flc, type kappa (flc kappa), and flc ratio. A discordant, falsely low flc lambda result was obtained on sample ID (B)(6) and it is unknown if this result was reported to the physician(s).

Manufacturer narrative:
Additional information (27-jul-2018): on 02-jul-2018, another sample from the patient (sample ID (B)(6)) was run for free light chains (flc), type lambda (flc lambda), flc, type kappa (flc kappa), and flc ratio. A discordant, falsely low flc lambda result was obtained on sample ID (B)(6) and it is unknown if this result was reported to the physician(s). The customer provided sample ID (B)(6) for further investigation. The sample was tested for flc lambda, flc kappa and flc ratio and the results recovered similar to the results obtained at the customer's site. The sample was treated with a substance to reduce the cysteine bonds in the light chain modules and repeated for flc lambda, flc kappa, and flc ratio; higher flc lambda and flc kappa results and a lower flc ratio result were obtained on the patient sample. Siemens investigated the instrument files and found no issue. Siemens determined that the calibration curves were valid and quality controls were within expected ranges on the day of the event. Based on the investigation, it was determined that by reducing the cysteine bonds, higher flc lambda recovery was detected in the dimer fractions in the sample; the folding of the lambda dimer prevented detection of the flc lambda using the n latex flc lambda reagent. The cause of the discordant, falsely low flc lambda results was potentially due to a sample specific issue. The reagent is performing according to specifications. No further evaluation of this device is required. MDR 9610806-2018-00078_s1 and MDR 9610806-2018-00079_s1 were filed for the same event.

Manufacturer narrative:
The exact date when the customer obtained the discordant, falsely low flc lambda result in (B)(6) of 2018 is unknown; date of event was left blank due to the unknown date. Siemens is investigating the issue. MDR 9610806-2018-00078 was filed for the discordant result mentioned that was obtained on (B)(6) 2018. MDR 9610806-2018-00079 was filed for the discordant result mentioned that was obtained on (B)(6) 2018.

Event description:
The customer reported that they obtained a discordant, falsely low free light chains (flc), type lambda (flc lambda) result on a patient sample on a bn ii system in april of 2018. The customer reported that higher results were obtained on other samples from the patient at alternate laboratories. The customer did not provide further details nor the discordant result obtained in april. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low flc lambda result.